Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2021. Review of the transmissions showed that there was high capture threshold on the right ventricular (rv) lead. The patient was brought to the clinic for further examination. It was observed that there was insulation anomaly on the rv lead. The lead was capped and replaced on (B)(6) 2021. There were no adverse consequences to the patient. The patient is recovering from the procedure.